Manufacturer narrative:
Initial reporter is a j&j employee. The subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on that on (B)(6) 2022, when the sterile processing department was resetting the tray, it was noticed that the long retention pin was stuck inside the long retaining screwdriver and could not be released. There was no patient involvement. This report involves one (1) screwdriver. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: investigation summary:the product was returned to depuy synthes and sent to manufacturing site: jabil: hagendorf for evaluation. The jabil: hagendorf team conducted a visual inspection of the returned device. Visual analysis of the returned sample was performed on scrdriver sft/retaining qc hex 12/ xl25. Article 03.045.005 with lot number 79p3285 was shipped back to manufacturing site hägendorf on the 12.04.2022. The shipped back article 03.045.005 was received in partly disassembled condition. Knob-component (B)(6) "knob scr.driver x25 w/q-coupling" and spring-component (B)(6) "compression spring 0.8/11.2*18.5 f/388.3" were completely dissembled from article 03.045.005. Additionally, housing-component (B)(6) "housing scr.driver x25 w/q-coupling" and coupling-component (B)(6) "quick coupling part f/scr.driver x25" were cut in half (by investigation performed at r&d level as part of pi-16461504567721456). On the shaft end of article 03.045.005 several small but firm scratches were identified. On the housing end of article 03.045.005 several firm spots were identified, which reflected very noticeably against bright light. Inside the housing-component (B)(6), a radial line of spots along the outer side was identified. On outer part of coupling-component (B)(6) some firm scratches were identified. In coupling-component (B)(6) a radial line of spots around the hole in the middle was identified. On outer part of knob-component (B)(6) firm scratches and spots were identified. On outer part of knob-component (B)(6) a radial line of spots around the hole in the middle was identified. Inside the hole of knob-component (B)(6) a firm line of scratch was identified. Based on the facts described above it was concluded that the overall condition of shipped back article 03.045.005 with lot number 79p3285 shows signs of heavy usage, which potentially could have led to the complaint condition. Functional tests were performed on shipped back article 03.045.005 with lot number 79p3285 according following 5 documents: - inspection sheet (faa-pa) (B)(6) (related to the shipped back article 03.045.005). - inspection sheet (faa-pa) (B)(6) (related to shaft-component (B)(6) ). - inspection sheet (faa-pa) (B)(6) (related to knob-component (B)(6) ). - inspection sheet (faa-pa) (B)(6) (related to coupling-component (B)(6) ). - product quality plan (pqp) (B)(6) (related to the shipped back article 03.045.005). All 5 documents listed above were valid at the time of production of lot 79p3285. The following functional tests were performed: - "xl 25" using gauge (B)(6) with ID sw 6380 (according to (B)(6), vorgang: endprüfung) the device passed this test. - "pin ø2.55 with length 40mm must go through the whole hole" using pin-gauge with ID (B)(6) (according to (B)(6), vorgang: endprüfung). The device passed this test. - "hex 6.05" using go/ no-go gauge (B)(6) with ID (B)(6) (according to (B)(6), vorgang: endprüfung). The no-go-side is not going, and the go-side is going. The device passed the test. - "min. ø5.5 / max. ø6.2" using pin-gauges ø5.5 & ø6.2 with (B)(6) (according to (B)(6), vorgang: endprüfung). The device passed the test. - "ø7 +/- 0.05" using pin gauges ø6.95 & ø7.05 with (B)(6) (according to (B)(6), vorgang: endprüfung). The device passed the test. Article 03.045.005 with lot number 79p3285 passed all the tests performed, which were related to the hole dimensions of article 03.045.005. The complaint description is related to interaction issue of the shipped back article 03.045.005 with a counter-article 03.045.006 (which was investigated in pi-16461504567725977). This interaction of both articles takes place through the hole of shipped back article 03.045.005. Since all the performed functional tests were related to the hole dimensions of the shipped back article 03.045.005 and all related functional tests passed, it was concluded that the complaint condition cannot be replicated. Additionally, the shipped back article 03.045.005 with lot number 79p3285 was already cut during investigation performed at r&d level as part of this pi-16461504567721456 (more specifically, the component (B)(6) and component (B)(6) were cut in half). Therefore, no additional functional test on the shipped back article 03.045.005 could be performed. Considering the fact that the visual inspection already identified clear signs of heavy usage of article 03.045.005 with lot number 79p3285, it was concluded that the complaint condition is confirmed. However, the complaint condition is not related to a manufacturing issue but to a potential mishandling of the article 03.045.005 (which led to the current condition). A dimensional inspection was performed for the scrdriver sft/retaining qc hex 12/ xl25 and met specifications. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the scrdriver sft/retaining qc hex 12/ xl25. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a manufacturing record evaluation was performed for part number: 03.045.005, lot number: 79p3285; and no non-conformances were identified.